Event description:
It was reported that the device failed the force accuracy test. Npi.

Manufacturer narrative:
The customer reported problem was confirmed. Physical inspection of the device noted damaged carriage block assembly, rear case, tube drive, wiper seal and left/ight iui's. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 03/27/2013 to present date 10/16/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to wear of the carriage assembly - split nut damage.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed the force accuracy test. Npi.